Event description:
It was further reported that the patient fell on an unknown date and sheered off part of prosthesis resulting in glenoid insufficiency. The broken part of the prosthesis was removed on an unknown date. A revision of the total shoulder is being planned for a future date. No further information or confirmation of revision is available at this time.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed due to medical notes and radiographs confirming the patient fell and sheered off part of the prosthesis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be human factor issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty and dislocated his shoulder in an accident which caused glenoid insufficiency. The patient is now considered for a revision of the glenoid component. No additional information is available at this time.